Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, needle bent npe, needle bent pe, difficult/unable to operate & glucose level) was captured and addressed appropriately. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr were involved with hyperglycemia during use. The following information was provided by the initial reporter: indeed for several weeks your needles have been folded, over or even inside when you remove the paper or when you take off the small cap. Fortunately I purge every time otherwise there would be damage. However, last thursday the injection did not work correctly, my blood sugar level was around 4.80.